Manufacturer narrative:
The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays ventilator inoperable and motor fault alarms. The customer performed troubleshooting, but the issue was not resolved. The customer determined the most likely cause of the reported event is the turbine assembly. The issue occurred during patient use; the customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect turbine assembly for investigation. An evaluation of the component could be confirmed and duplicated as described. The front bearing has failed. The turbine interface printed circuit board assembly also has become corrupted and failed. This issue will be internally investigated within vyaire.